Event description:
Expiration 11-30-2027: davinci advanced energy console gave error message when trying to double burn tissue. Vessel sealer device removed from service and replaced without further incident. Device secured and turned into supply coordinator.